Manufacturer narrative:
The pump was received with a critical pump error alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 24 alarm and pump error 40 alarm due to the critical pump error alarm and unable to download the pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that they received open book image on the insulin pump screen. Customer stated that motor safety circuit failed test alarm was displayed before the open book image was displayed on the screen. Customer was unable to clear the pump errors, power loss alarm and program the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.